Event description:
A (B)(6) female patient called in to zoll lifecor customer support to report that her batteries do not appear to be charging in the battery charger. Both batteries were capable of starting the monitor, however, they could not be charged. Support issued the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(4) has been completed. The reported problem was confirmed. Upon evaluation, it was found that the battery charger's power cable had the connector pins pulled from their strain relief and back through the connector. The pins were recessed into the connector resulting in a poor connection with the mating port on the charger. The root cause of the recessed pins cannot be positively identified but may have resulted from excessive force exerted when removing the charger's power cord. No adverse event resulted from the defective battery charger cable. The patient received a replacement battery charger.